Manufacturer narrative:
The hill-rom tech found the siderail the siderail would not latch due to tube feed residue down in spring release gumming up the mechanism. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned and lubricated spring mechanism and latch pins to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the right head siderail would not latch when raised up. Latch pins not coming out into the mounting bracket. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).